Event description:
The customer contact reported that during preventive maintenance testing at the user facility, it was noted that the device touchscreen would not calibrate. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
Testing and investigation found that the device passed testing by responding when pressed; however, a review of the device history indicated multiple records of touchscreen "button ID: invalid" error codes. Additional testing found fluid ingress on the bottom left and right sides of the touchscreen which was the probable cause of the nonresponsive touchscreen. Although the device passed testing, this device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.